Manufacturer narrative:
The reported incident of a yellow wrench alarm associated with the clock not set and a pump stoppage event was confirmed based on the evaluation of the system controller. The log file was downloaded from the system controller and it was observed that on (B)(6) 2015 a low battery hazard alarm was active due to the patient's 14 volt lithium-ion batteries running low. In the next event both the power cables were disconnected and the system controller was powered from the internal 11 volt lithium-ion backup battery. The following event showed that the system clock was not set and that the backup battery had been uninstalled, the pump speed was recorded at 0 rpm while the white power cable was connected to the power module. Six seconds later the pump speed was recorded at 8990 rpm. The system controller was tested with our laboratory equipment and the reported events were not able to be reproduced. The system controlled functioned as intended during analysis and the root cause for the reported event was unable to be determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a yellow wrench/clock not set alarm from the system controller and presented to the clinic. Low voltage, low flow, low speed, pump stop, and emergency backup battery in use alarms were observed through the system controller event history and log file data. The patient was asymptomatic during the event and denied any abnormal pump operation or alarms prior to the yellow wrench alarm. The system controller was replaced and no further issues have been reported.

Manufacturer narrative:
Approximate age of device - (B)(4) months. (Calculated from the date when the system controller was issued to the patient.) The device was returned to the manufacturer but evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.